Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion failure analysis lab: examined 3100a power driver module p/n: (B)(4), s/n: (B)(4) and found that is has no esd protection and is not part of a reportable complaint. Per failure analysis laboratory process items received damaged (where the damage is not part of the complaint), improperly packaged (no esd protection on pcbs) no investigation will be performed unless the item is related to a reportable complaint.

Event description:
The customer reported the p-p on this unit are spiking all over the place. He is using an oscillascope. He put the old power module in and the spikes went away. A replacement power module was issued. Patient involvement is unknown.